Event description:
It was reported that a patient underwent an interspinous process decompression between l4 and l5 to treat lscs (lumbar spinal canal stenosis). The procedure was completed successfully and the patient's symptoms improved post-operatively. However, it was reported that about one week post-operatively, the patient complained of recurrence of pain. A revision surgery was performed to remove the interspinous spacer and perform a laminectomy. After removal of the spacer, it was confirmed that the l4 spinous process was fractured. No further complications were reported.

Manufacturer narrative:
X-ray films received on oct 25, 2012. Radiology films interpretation: "pre-op and post-op lateral x-rays of l4/5 x-stop insertion. Post-op film shows expected distraction of posterior disc space. Spinous processes cannot be seen so fracture cannot be verified."

Manufacturer narrative:
(B)(4).